Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the patient was deceived into receiving an implantable pulse generator (ipg) implant. The patient's family further claimed that the patient is in heart failure "due to the director's treatment." The patient's family claimed that adjusting the ipg from the default settings cause the patient to be worse. The ipg remains in use. No further patient complications have been reported as a result of this event.